Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 5.4x5.3cm abdominal aortic aneurysm. It was reported that the physician had difficulties in flushing the device on the back table. The stiff end of the 0.035¿ wire was placed through the distal tip of the delivery system to see if it would pass; however, it would not. The wire was attempted to be inserted from the proximal end of the device and was unable to pass. The wire was getting hung up at where the tapered tip starts. The physician was uncomfortable trying anymore troubleshooting and used a shorter endurant stent graft and extension as the desired length was not available. No clinical sequelae were reported and the patient is fine. The device was returned and its analysis was completed. There was an obstruction in the tapered tip lumen. The root cause of the event was most likely manufacturing related.